Event description:
In03/2006, end-user reported that on 02/03/2006, he fell twice; first outside, when going up incline and second, inside house, after being scared by his cat. The end-user was using the walker 613070a during both falls. When trying to get up from the second fall, the end-user, using the bars on the walker, lifted himself up. During this maneuver, the upper bar of the walker gave and broke. The end-user a man who has suffered from arthristis for many years, was recovering from a right hip operation performed in september 2005. The end-user was admitted to st. Thomas hosp. In nashville, tn and had a screw installed on his left hip. No previous defects of this type were noted in the complaint database. The end-user will send the device back to the distributor for further investigation.